Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 to 55mg/dl due to a seizure. The customer was hospitalized and treated with food and juice and then glucagon. The customer was assisted with troubleshooting and there was no indication that the insulin pump over delivered insulin. The customer indicated that there has been stress in their life which may have led to the low blood glucose. The product was not returned for analysis.